Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had intermittent power issues. The reporter denied damages to the battery compartment or the battery cap. In addition, the reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: product evaluation was conducted and no defects were found. The review of the black box data showed no power issues. The battery compartment and the battery cap were undamaged. The battery cap was able to fully secure to the pump. The battery cap contact height and width measured within specifications. The pump was exercised for 24 hours with no power issues occurring. The pump was disassembled and no damages were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.